Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 14 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.